Event description:
It was reported that patient was revised on a right knee due to pain.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the medical records was not performed as records were not provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: although the patient reported pain, the reason for the revision was not specified. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing.

Event description:
It was reported that patient was revised on a right knee due to pain.